Event description:
It was reported that during a lead revision due to low hvli, and after positioning the lead multiple times, high pacing lead impedance and low hvli were still noted. The physician elected to turn off high voltage therapy until the situation could be resolved. The surgery was concluded. That night, nurses on duty observed the patient in vt, resuscitation was started but was unsuccessful. Patient expired. Physician reports patient has had faster vts that patient has been rescued from in a hospital setting in the past during testing. Analysis will be performed when the lead is returned.

Manufacturer narrative:
The reported field event of low hv lead impedance was confirmed in the laboratory. Analysis found that the high voltage output circuitry was damaged. The root cause of the damage was not conclusively determined. The reported field event of high pacing lead impedance was not reproduced in the laboratory. The pacing lead impedance measured normal on the bench and using automated test equipment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the device was in backup vvi during lead changeout. The backup vvi was restored prior to the conclusion of the changeout procedure.